Event description:
1 of 3. It was reported during a removal procedure that the surgeon broke the tips of two screwdrivers. The surgeon was able to remove the screwdriver tip. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. This report is related to report numbers 3025141-2024-00022 and 3025141-2024-00023 for the other devices involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch numbers 574727 and 582976) were returned for evaluation. The returned drivers were examined under magnification and confirmed to have batch numbers 574727 and 582976. Both drivers showed a fractured tip and both fractured tips were returned. The overall driver lengths were measured to confirm fracture points. The first driver (batch number 582976) measured 3.354", indicating that approximately 0.026" of the driver's tip broke off. The second driver (batch number 574727) measured 3.343", indicating that approximately 0.037" of the driver's tip broke off. Both fractured drivers showed a sign of a torsional fracture pattern at the twisted end of the tip. The fractured surfaces appeared moderately smooth with sporadic texturing and occasional sharp edges (i.e no signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the drivers' central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The twisted lobes on both drivers were indicative of this excessive force that was applied. The returned product description indicated the drivers were damaged during removal. Both drivers showed signs of twisting of the lobes on their tips, but the directionality of the twists corresponded to a clockwise turning direction which would occur during tightening of the screw or, potentially, in an effort to dislodge the driver if it was stuck in the screw head. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.